Manufacturer narrative:
Based on the information gathered, there is no indication that the device directly caused the bleeding which led to the conversion to open surgery. An intuitive surgical, inc. (Isi) field service engineer (fse) was in contact with the clinical team for troubleshooting measures of unrelated frequent recoverable faults that occurred during the robotic procedure. Initially, the fse reported that the cause of the recoverable faults was due to the unevenness of the or floor, and trying to avoid that unevenness when moving the robot from the thoracic time to the abdominal time was the only possible alternative to keep recovering the fault whenever it appeared. It was later determined that the cause was related to the video controller module and the number of video outputs connected, and that threatened the loss of the video from the vision cart screen. The system faults did not contribute to the bleeding, nor to the decision to convert the case. Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted transthoracic esophagectomy and neck anastomosis procedure, the surgeon accidentally damaged a branch of the left gastric artery, causing bleeding. This occurred during the abdominal section of the procedure, while the surgeon was dissecting around the gastric vessels to liberate the stomach for the gastric ascent. The damage was caused by a maryland bipolar forceps instrument; however, the instrument did not malfunction. No unexpected movement of an intuitive surgical, inc. (Isi) product occurred, and no anatomical factors caused or contributed to the bleeding. Information regarding the estimated amount of unexpected blood loss was unavailable; however, no blood transfusions were required. The surgeon intended to use vessel clips to resolve the bleeding robotically, however, it was not possible, as there was a pneumoperitoneum loss that decreased the amount of workspace in the cavity. This pneumoperitoneum loss was caused by 3rd party 12 mm cannulas used with 5mm laparoscopic instruments. These laparoscopic instruments were used as an additional aid for the surgeon. Due to the urgent need to stop the bleeding, the surgical team decided to convert the procedure to open surgery. The bleeding was successfully contained posteriorly by ligating the vessel during the open procedure. The procedure was then successfully completed. The patient did not experience any other intra- and/or post-operative complications as a result of this issue, and was discharged on postoperative day 10.